Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed due to the charger resetting and unable to charge a battery pack. The charger exhibited a bga failure at pld component (B)(4) on the c/a board. The root cause for the (B)(4) failure could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.